Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while attempting to activate a new pod. No specific treatment information was provided. The device was originally reported for the pod alarming while it was priming.

Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. No damages were observed. The pod was reset and reran without incident. The high pulse width w/ drive stall is confirmed as the root cause of the reported 0x5c alarm. The exact cause of the high pulse width w/ drive stall could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.